Event description:
It was reported that the autopulse li-ion battery (s/n (B)(4)) caused the autopulse platform to "short circuit". No additional information was provided. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse li-ion battery ((B)(4)) was returned to the manufacturer for analysis. The battery archives were reviewed and the complaint was confirmed. Based on the investigation results, a root cause could not be determined.